Event description:
Reporter alleged discrepant back to back blood glucose results of 72, 114, & 172 mg/dl when all test were performed 2 mins apart on the advantage system. The location of the testing was not provided. No actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.